Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) displayed cannot adjust phase. There was no patient harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). Event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional initial reporter is e1 mr. (B)(6). Updated fields: b4, d8, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : b6 , b7 , e1 (initial reporter) , h6 ( medical device ¿ problem code). It was reported that during use the cs300 intra aortic balloon pump (iabp) displayed a ¿cannot adjust phase¿ message. A blocked central chamber pressure pipeline had been identified, and the equipment returned to normal after the customer reported the issue. There was no causalities reported. The customer declined to provide additional relevant information, and the device was noted to be out of warranty with paid maintenance refused.